Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however no response has been received to date. Procedure name? Date of procedure? Is the product code and lot number of the prineo available? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? To date the device has not been received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Postoperatively the patient was admitted for a wound recheck. The patient had a wound drainage infection. Irrigation and debridement were performed and patient was admitted for cultures and placement of PICC line for long-term IV antibiotics. Patient's hospitalization was prolonged. No device will be returned. Additional information has been requested.